Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. The device was scrapped. This record has been identified as a duplicate complaint of (B)(4). (B)(4) will be closed as a duplicate to (B)(4). For reporting purposes, please refer to this report 2518422-2024-103056.